Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up in july, the pulse generator could not be interrogated. At the follow up in august, the interrogation failed. No intervention had been reported.